Manufacturer narrative:
The patient¿s weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 2 years and 2 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced worsening renal function, swelling, worsening mitral regurgitation (mr) and aortic insufficiency (ai), and right ventricular (rv) failure. A pump exchange was considered because there was concern with lv unloading. It was reported that the patient experienced worsening biventricular failure. A right heart extracorporeal circulatory support device was placed on (B)(6) 2017. The patient was doing well in the intensive care unit and listed for heart/kidney transplant. Additional information was requested, but was not provided.